Event description:
A two-year female was admitted for a tonsilectomy. When the child arrived in the recovery room, a small 2mm area that was white with a dark center was noticed on the left middle finger. It was thought to be a burn. This was the finger used for pulse oximetry in the operating room. It is uncertain whether the burn was pre-existing or whether it was the result of the pulse oximeter. The MFR did an on-site exam of the equipment on 8/2/95 and no problems were found.